Event description:
It was reported that during a da vinci hysterectomy surgical procedure, it was noted that the wire broke and came off track at the joint of the fenestrated bipolar forceps instrument. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's pitch cable was broken. The pitch up cable was broken at the distal clevis hub. The broken cable segment that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were not damaged. Failure analysis investigation also found the following: the instrument's tip grips were bent. One grip was bent causing side to side misalignment of the grips. There was a .028 offset at the tips. The bent grip had separation of the yaw pulley and pulley cover at the glue joint, indicating overloading at the tip. The instrument passed electrical continuity testing. Failure analysis concluded that the bent damage was likely due to mishandling/misuse. No other damage was found.